Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. The force sensor resistance reading was out of calibration. The pump was primed successfully and exercised with no loss of prime warnings occurring. The pump history revealed a few loss of prime warnings associated with zero force.

Event description:
There was no reported pt impact associated with this complaint. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. The force sensor resistance reading was out of calibration.